Event description:
It was reported that a female patient was returned to the or for revision due to pain several days post-op due to mal-positioning of two matrix pedicle screws. The two screws were removed and re-positioned. During the revision procedure, four matrix locking caps were very hard to remove and broke three matrix screwdrivers. Four locking caps were replaced by 4 new caps. Surgery extended by approximately fifteen minutes. There was reportedly no harm to the patient. This is report 4 of 9 for complaint (B)(4). This report is on an unknown screw.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Date of implant indicated as "week of (B)(6)". Year not specified. (B)(4).